Event description:
Customer states: prior to use at hospital during pre-test, a nurse confirmed the cuff would not be inflated. Customer confirmed no pt involvement.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned. If the sample is received, a summary of the sample analysis will be provided in a supplemental report.